Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 06sep2023, the biomed confirmed that an oxygen valve stuck open error occurred and stated that the existing o2 transport kit did not need to be replaced after all. Once the o2 transport kit was disassembled, cleaned, and reassembled, the reported issue was resolved, and the device was repaired. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the external o2 manifold was defective with a possible stuck check valve. It was reported that there was no patient involvement at the time the issue was discovered, as the issue occurred during setup. The customer reported to the remote service engineer (rse) that during setup, the external o2 manifold was defective with a possible stuck check valve and needed to be replaced. The rse provided the customer with the part number and price of the o2 transport kit for repair upon request.